Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. Device has been explanted and replaced.

Event description:
Explanting physician reported rupture diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-allergan device. MRI identified "axillary regions with reactive adenopathies". This record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left rupture. Healthcare professional later reported "axillary regions with reactive adenopathies". Device has been explanted and replaced.